Manufacturer narrative:
Correcting UDI # (B)(4). This is a follow up report for this corrected information. Device received for this event is being corrected from astratech impl ev 4.2s 9mm os catalog # 26322 to osseospeed ev 4.2 s - 9 mm catalog # 25233. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.